Manufacturer narrative:
This report is submitted on april 21, 2023

Event description:
Per the clinic, the patient experienced an abscess and haematoma over the implant site. The patient was hospitalised, and the infection was treated with IV antibiotics. The implant remains in-situ.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 11, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (specific date not reported). The patient was hospitalized from (B)(6) until (B)(6), 2023, in order to underwent a revision surgery on (B)(6), 2023, to remove granulation tissue around the implant site and repositioning of the device. Subsequently, the device was explanted on (B)(6), 2023, and there are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on (B)(6), 2023.